Event description:
The information provided to sjm indicated postoperatively, mitral regurgitation was noted with congestive heart failure. The valve was explanted and during the procedure, a tear was observed in one cusp and a hole observed in another cusp. The patient was reported to be in satisfactory condition following the explant procedure.